Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4). During follow-up call on (B)(6) 2017, caregiver stated the customer's condition had improved from the time of initial contact and he was not currently having any diabetic symptoms. The customer did not have any medical intervention since the last call. Caregiver stated the customer had gone to the ed on (B)(6) 2017 (the day prior to the initial call) due to the high readings - caregiver stated she did not remember a specific number. Caregiver stated the customer was treated with IV fluids. Caregiver stated customer is on prednisone and had been informed by ed staff that the medication may have elevated the customer's blood glucose level. Caregiver stated the customer's blood glucose test result while at the ed was over 500 mg/dl but could not give specific results. Caregiver stated the customer was not admitted to hospital and left the same day. Caregiver was unable to disclose a diagnosis from the ed visit.

Event description:
Consumer reported complaint for high blood glucose test results. Diabetic educator is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 566 mg/dl. The customer's expected fasting blood glucose test result range is 123 - 194 mg/dl. At the time of the call on (B)(6) 2017, the customer felt well and did not report any symptoms. The diabetic educator stated that the customer did seek medical attention from the ed on (B)(6) 2017 due to the high readings (details of medical attention obtained during follow-up call on (B)(6) 2017). During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 374 mg/dl and 495 mg/dl using truemetrix air meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 08/19/2017 and open vial date was undisclosed. The customer is insulin dependent. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: 566 mg/dl. (B)(6); diabetic educator, called on customer's behalf. Customer is concerned with high readings. Result of concern is 566 mg/dl fasting on (B)(6) 2017. Customer's fasting range is 123-194 mg/dl. Customer denies having signs and symptoms of hyperglycemia at this time. Customer did seek medical attention from ed yesterday due to high readings.